Manufacturer narrative:
Spacelabs was not able to evaluate the device. Spacelabs has requested that the suspect device be returned to our facility for a detailed evaluation. Spacelabs is waiting to receive the data and the device.

Event description:
A customer reported that a patient monitor failed to provide high level output sync signal upon connection to an aortic balloon pump.